Event description:
The patient contacted animas on (B)(6) 2012 alleging that six weeks ago, the time and date reset to the default setting during battery change and that all of the basal rates were missing as well as all the settings in advanced set up. The patient stated that yesterday the same thing happened when she changed the battery. The patient reported that she re-entered all the settings into the pump again and the pump did not seem to be delivering insulin and the patient did not hear the motor noise every three minutes as before. The patient alleged that her blood glucose rose to 450 mg/dl. The patient did not report any signs or symptoms of hyperglycemia. The patient reported that she stopped using the pump and began sc injections on a back up plan. There is no reported adverse event associated with this complaint; the elevated blood glucose reported does not meet animas' criteria for adverse event reporting. This complaint is being reported due to the alleged pump malfunction, which remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed no activity outside normal use. A battery failure was observed in the black box recorded on (B)(4) 2012. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. All other user settings remained in the pump settings and were unaffected by the time and date reset to default.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.